Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed the fracture near the strain relief but could not confirm the reported distal fracture. Evaluation revealed multiple kinks and fractures on the proximal end, and the distal length was undamaged. If the velocity is retracted at an angle during removal from a parent device, damage such as a kink and subsequent fracture may occur. The additional kinks and fractures were incidental to the complaint and were reported to have occurred post-procedure while describing the event. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the venous sinus using a velocity delivery microcatheter (velocity), a non-penumbra guide catheter, and a guidewire. During the procedure, after advancing the velocity through the guide catheter to the contralateral sigmoid sinus, the velocity was fractured near the strain relief. While removing the velocity from the patient, the velocity was noticed to be fractured at the distal end. The velocity was removed from the patient in its entirety. The procedure was completed using a new velocity, the same guide catheter, and the same guidewire. There was no report of an adverse effect to the patient. Hours post-procedure, the hospital staff fractured the catheter in multiple locations while describing the event to the penumbra sales representative.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.